Manufacturer narrative:
Other applicable components are: product ID: 306001, lot#: unknown, product type: screening device; product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency. It was reported that the patient stated they experienced a great deal of pain after the procedure especially after laying there for so long. The patient mentioned they noticed blood on their bandage but, they cannot change it. The patient stated they are experiencing diarrhea. The patient switched to the right side on their own and then attempted to go back to the left side at 2.2 but, the stimulation hurt at 1.7 so, they decreased the stimulation to 1.3 on the left side. Support link advised the patient to please contact their clinician with questions regarding medical advice or if they have questions about their health. Additional information received on 05/01/2022 indicating that the patient stated one of their leads is disconnected. Advised patient to reach out to their clinicians office. More additional information received on 05/02/2022 indicated that the patient said they still have a broken lead but will have it taken care of by the doctor when they have the leads removed. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, product type: screening device; product ID: 309201, lot# unknown, product type: screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had a lead fall out, but their healthcare provider told them not to worry as they were going in tomorrow.